Event description:
The ge oec 9600 fluoroscopy system intermittently would not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the malfunction to the p8 power plug on the external interface board. The facility engineer was going to repair at their discretion. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.